Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised for failed right total hip replacement secondary to metallosis, elevated metal levels in the blood stream, trochanteric bursitis with metal debris, and synovitis of the right hip. Operative notes reported, that there was a very white tissue with a slight grayish hue suggestive of metal debris. There was some periacetabular heterotopic bone that was present which was resected. There was some blackened debris around the junction of the morse taper and the femoral head. Morse taper had only mild dulling of the surface or burnishing. Post operative findings reported that a gray metallosis from cobalt chrome, blackening around the ball to morse taper junction as the source of the metal debris. It was also reported that there was a small dehiscence was noted in the capsule posterior superiorly. Doi: (B)(6) 2004; dor: (B)(6) 2018; right hip.